Manufacturer narrative:
Additional information has been requested to the sales representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review for this patient's episodes was made, in which technical services (ts) found normal device behavior with measurements that were in range. However, the patient suffered from chest paint and chest x-rays were done evidencing an effusion at the tip of this right ventricular (rv) lead. Ts indicated this could be a possible micro-perforation, although unlikely, as measurements were in range. This rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the sales representative. No further information concerning this report is available at this time. If information is provided in the future, a supplemental report will be issued. Corrected field: -h6 (patient codes) code "perforation - e2114" was removed as this was not confirmed according to further information received. However, lead involvement in the pericardial effusion cannot be discarded. Thus, the event still meets serious injury criteria.

Event description:
It was reported that a review for this patient's episodes was made, in which technical services (ts) found normal device behavior with measurements that were in range. However, the patient suffered from chest paint and chest x-rays were done evidencing an effusion at the tip of this right ventricular (rv) lead. Ts indicated this could be a possible micro-perforation, although unlikely, as measurements were in range. Further information was received indicating that an echocardiogram and x-rays were performed and a perforation was not suspected. However, the origin of the effusion was not indicated and no details of how was the issue treated were given. This rv lead remains in service and no additional adverse patient effects were reported.